Event description:
It was stated that the insulin pump delivered three boluses during the night while the customer slept. The customer was taken to the hospital. It was stated that the time was one hour off on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.